Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Customer's blood glucose level was 126 mg/dl. Customer was able to successfully charge the pump with an alternate wall adapter.